Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the cardiomems hospital electronics unit printer serial cable.

Manufacturer narrative:
One cardiomems hospital electronic system and accessories were received for evaluation. Visual inspection verified the printer serial cable had exposed wires. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The reported event of exposed wires on the printer serial cable was confirmed. The root cause was isolated to physical damage due to an undetermined event.